Event description:
In 2008, pt had surgery following a fracture for a right hip open reduction and internal fixation. On the following month, pt had surgery for hardware removal from the right femur with placement of an antibiotic spacer.